Event description:
A non-health care professional reported that a patient needed a vitrectomy. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. A report was received from the facility with the serial number listed with the info vitrectomy needed. The facility has not responded to requests for further information. The manufacturer internal reference number is: (B)(4).